Event description:
The customer's mother reported the customer experienced a seizure at 1:30 pm and they went to a health care facility. It was additionally reported the customer compared two readings they received at 1:45 pm on two adc blood glucose meters to a reading of 35 mg/dl obtained on a health care provider meter at 1:55 pm. The reported adc readings were: on meter (B) (4), the reading was 180 mg/dl and on meter (B) (4), the reading was 110 mg/dl. Both readings were reportedly completed using test strips from lot # 0922602. The customer was reportedly diagnosed with severe hypoglycemia and treated with glucagon and an intravenous medication (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Both meters and test strips of lot # 0922602 were returned for investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. On meter (B) (4), the reading of 180 mg/dl was not found in the memory log on the day of the event. On meter (B) (4), no readings were found in the memory log prior to investigation. This is the final report. The manufacture date of both meters is 07-mar-2008.